Event description:
Surgeon responded to a surgery of charite users stating that he had a case in which major vessel damage occurred during the approach prior to implant of the artificial disc. This resulted in blood loss and a delay to repair the vessel. The charite was implanted and the case completed.